Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-apr-2023. H6: investigation summary: one sample and two photos were provided to our quality team for investigation. A visual inspection and functional testing were performed, and no defects or imperfections and leakage were observed. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that leakage occurred between the bd luer-lok¿ syringe and needle while drawing up the vaccine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer attempted to draw up vaccine and while that happened created a leak between the needle and syringe. Pharmacist always make sure to secure needle and syringe (tighten and checked before use). 2 separate incidents. One date is (B)(6) 2023 and the other unknown. No patient involvement, did waste expensive vaccine"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the bd luer-lok¿ syringe and needle while drawing up the vaccine. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer attempted to draw up vaccine and while that happened created a leak between the needle and syringe. Pharmacist always make sure to secure needle and syringe (tighten and checked before use). 2 separate incidents. One date is 03/11/2023 and the other unknown. No patient involvement, did waste expensive vaccine".